Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician experienced placement difficulty while attempting to implant this right atrial (ra) lead. The physician tried several times to place the lead in atrial appendage and measure it with the pacing system analyzer (psa), without sensing or capture results. Noise was observed on the psa and the physician suspected the ra lead was fractured. This ra lead was removed/replaced which resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture prolonged procedure upon receipt at our post market quality assurance laboratory, visual inspection revealed the inner conductor coils near the terminal pin were extremely stretched and deformed. In addition, the inner coils were protruding through the outer coils, and the inner insulation was pushed back, bunched, and torn. Testing was completed to assess lead electrical performance, and the lead was found to be electrically continuous. Therefore, analysis was unable to confirm the fracture observation. It was noted that the set screw marks on the lead terminal pin were not in the correct location as they were more proximal than normal. This indicates improper insertion depth. If the lead terminal is not seated properly in the header, proper contact may not be achieved, which can lead to poor sensing, noise, and loss of capture. Also, depending on when the lead damage at the tip occurred during the procedure, this also could have been a contributing factor.

Event description:
It was reported that the physician experienced placement difficulty while attempting to implant this right atrial (ra) lead. The physician tried several times to place the lead in atrial appendage and measure it with the pacing system analyzer (psa), without sensing or capture results. Noise was observed on the psa and the physician suspected the ra lead was fractured. This ra lead was removed/replaced which resolved the issue. No adverse patient effects were reported.